Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed. The stent was fully opened but deformed with braid edges were frayed and procedural fluids along its length. The distal sdw was kinked/bent. The introducer sheath was not returned. Functional inspection was not conducted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events: ¿patient vessel thrombosis¿ and ¿patient stroke¿ could not be confirmed or duplicated as these are patient codes. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Based on the information provided in the complaint, 10 minutes surgical delay was reported along with an adverse event. Medical intervention was required, due to an adverse event. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Access was through the femoral. The anatomy was severely tortuous which most likely contributed to the event. The physician does not believe the event occurred due to the product at this time. Additional information indicates the stent was recaptured/re-sheath more than 5 times, which may have also contributed to the event. The dfu warns "do not attempt to partially deploy and recapture the implant more than three times or a loss of re-sheath performance may occur." The patient woke but with right hemiplegia. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of procedural factors will be assigned to the analysed events: 'stent deformed' and 'sdw kinked/bent¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported events: ¿patient vessel thrombosis¿ and ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure, when the operator un-sheathed the subject flow diverter stent from the microcatheter, he suspected that a thrombus flew from the material. The thrombus in the patient's middle cerebral artery (mca), resulted in infarction. The operator removed the subject stent and the procedure was changed to thrombectomy using competitors devices.

Event description:
It was reported that during the procedure, when the operator un-sheathed the subject flow diverter stent from the microcatheter, he suspected that a thrombus flew from the material. The thrombus in the patient's middle cerebral artery (mca), resulted in infarction. The operator removed the subject stent and the procedure was changed to thrombectomy using competitors devices.